Event description:
A (B)(6) male pt called a zoll pt service rep (psr) to report that the electrode belt connector on his monitor was broken. Zoll customer support called the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The pt received a replacement monitor.